Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy with biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure 24 biopsies were taken from the esophagus. A bleed occurred with one of the first biopsies and epinephrine was used to stop the bleed. Reportedly, the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with this biopsy forceps device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.